Event description:
We have approximately 206 lifepak 20's in our facility's inventory. We have reviewed all of the lifepak 20 work orders from the past year until now, and have seen that there is a power supply problem that is best described as: when turned on in the battery mode (not plugged into wall power) the lp 20 intermittently comes on for a second, then goes off. This problem has been identified during preventative maintenance checks. I have tracked these repairs on our internal work orders, and I am certain that physio control's work order system will also show this history since our physio service rep has done all of the repairs. I am sending this report because we consider this issue to be a serious problem. The fix for this always seems to be replacement of the power supply board (psb) which was confirmed by physio. The software and psb versions are unknown to us. We are quickly losing faith in the reliability of the lp20 due to this one repetitive problem. Our lp 20 fleet is approaching 6 years old, but I do not believe that it is the age that is causing this failure. We have had too many fail with this same symptom and same fix. The work order history shows me the following 8 occurrences with this specific complaint, and two more that seem similar which are included in this report. This is nearly 5%. This seems to us like a serious issue. No injuries have been reported. Manufacturer response (as per reporter) for defibrillator, lifepak 20an email was sent on the date of this report and we are waiting for a response.